Manufacturer narrative:
D4 - device serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of no external power was confirmed via log file analysis. A review of the event log file contained data spanning approximately 11 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). On (B)(6) 2023 at 11:43:08 and on (B)(6) 2023 at 21:48:48, while connected to the mobile power unit (mpu), low power and power cable disconnect alarms activated due to a loss of alternating current (ac) power. The alarms on (B)(6) 2023 transitioned into no external power alarms at 11:43:12. The backup battery was able to provide power to the system during the event. The alarms resolved as external power was quickly restored each event. Pump operation was not affected. The heartmate mobile power unit (s/n: unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D,, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. D, and heartmate 3 instructions for use (IFU), rev. C, under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook, rev. D, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files were sent for review. A review of the log file revealed no external power alarms when connected to the mobile power unit (mpu). The controller switched appropriately to the emergency backup battery (ebb) when the external power was lost. These events appeared to have resolved once the external power was restored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information.